Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter was revised on (B)(6) 2011 (removed completely and a new one was placed) due to an occlusion and a hole. The complication reported was that there was catheter blockage. The event was confirmed. There was also a micro-tear in the catheter. The micro-tear was confirmed. The patient had increased baseline pain. The patient's pump was intact with the drug. Priming included the catheter volume only. The patient was doing great. The drugs in the pump at the time of the event were hydromorphone, clonidine, bupivicaine, and compounded baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.